Manufacturer narrative:
Concomitant products: 694765 lead, implanted (B)(6) 2003.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and measured low p-waves amplitude. The lead remains in use. No patient complications have been reported as a result of event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.